Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Successfully downloaded history files and traces using thump. In further analysis in the pump history, found pump error 43 alarm on (B)(6) 2025 at 16:43:00.000 and pump error 41 alarm on (B)(6) 2025 at 16:43:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump monitored for 24 hours and no test battery heating up noted. No pump error 41 or 43 alarm during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. No damage on the bottom of the battery compartment noted. Cosmetic damage at bottom of the battery compartment (dented) was not confirmed, however, other cosmetic damage was noted. Customer alleged not confirmed for battery heating up. Pump error 41 and 43 alarm confirmed in the pump history, problem isolated to the motor assembly. For additional information regarding the tests performed refer to (B)(4) appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period), device heating up and damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. Customer reported receiving a pump error. Customer reported pump is warm, hot, or overheating. Customer reported damage to the battery dented. No harm requiring medical intervention was reported. Mmt-1812 was requested and customer response was the device returned.